Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), induction testing was performed. Several tests were conducted but the s-ICD did not convert the induced arrhythmia. After reviewing the x-rays, the s-ICD was moved more posterior; however, when the physician attempted to reconnect the electrode terminal pin into the s-ICD header, it was unable to be inserted. Several attempts to reinsert the electrode terminal pin into the header was made using additional force and forceps but they were unsuccessful. This s-ICD was removed. A new s-ICD was placed and the electrode terminal pin was inserted into the port without any issues and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a review of the memory found not resets or alerts. A new electrode was obtained and connected to the s-ICD; no issues were found with insertion of the terminal pin, tightening the setscrew, and fully securing the electrode in the header. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.